Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, occlusion alarms occurred. Reportedly, the customer attached a new infusion set and resumed insulin delivery. Blood glucose level was 241 mg/dl.